Manufacturer narrative:
The intellanav mifi open-irrigated ablation catheter was returned to boston scientific for laboratory analysis. A visual inspection found the device did not have visual defects. A functional test found the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. During a leakage test the device lumen was leak tested using an isaac hd leak tester, a pressure decay test system, and a touhy bourst seal for sealing the irrigation holes. The lumen pressure decay was measured three times and the unit passed the test without problems. During a flow test the device was connected to a metriq pump and was purged at 60 ml per minute. All six irrigation ports flow freely. The pump was programmed to 30ml per minute and the device was irrigated for 5 minutes without any errors or pump messages. Laboratory analysis was unable to confirm the reported clinical observation, the catheter passed all relevant testing.

Event description:
It was reported that water would not come out of the catheter irrigation port. During a procedure to treat atrial fibrillation an intellanav mifi open-irrigated ablation catheter was selected for use. It was noted that water would not come out of the irrigation port. The catheter was replaced with another of the same model. The procedure was completed with no patient complications. The device was returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. No issues were found that could have been related to the reported issue during manufacturing documentation review. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event.

Event description:
It was reported that water would not come out of the catheter irrigation port. During a procedure to treat atrial fibrillation an intellanav mifi open-irrigated ablation catheter was selected for use. It was noted that water would not come out of the irrigation port. The catheter was replaced with another of the same model. The procedure was completed with no patient complications. The device is expected to be returned for analysis.